Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing goes for kinked on (B)(6) 2024. It was also reported that the infusion set tubing loses connection a lot and could not deliver the bolus in time and patient blood sugar levels got raised. No further information was available.